Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling and repliform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that after insertion, the patient developed a pelvic hematoma, acute anemia, and pulmonary embolism. This resulted in several intubations and ventilator dependency due to hypoxia. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to the device were pain, erosion, infection, fistulae, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that the patient underwent revision on (B)(6) 2010 due to erosion. The patient underwent removal of foreign body and repair of vesico-vaginal fistula on (B)(6) 2011. (B)(4),

Manufacturer narrative:
It was reported that the patient concurrently underwent paravaginal vault defect repair, posterior colporrhaphy, and bilateral labial reduction.

Event description:
It was reported that the patient concurrently underwent paravaginal vault defect repair, posterior colporrhaphy, and bilateral labial reduction.